Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-03414 and 2134265-2017-03413. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. However, no image appeared and the motordrive is not pulling back. Therefore, catheter was changed but still no image appeared. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed mdu5 plus failed the mdu5 plus basic functional test. The unit has image but when the lemo cable is moved slightly the image became intermittent. With image missing the pullback function properly and the unit does not stop over the sled. By replacing the original lemo cable whit a known good lemo cable the image appeared steady and clear. By reconnecting the original cable the image returned to be intermittent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-03414 and 2134265-2017-03413. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. However, no image appeared and the motordrive is not pulling back. Therefore, catheter was changed but still no image appeared. No patient complications were reported.